Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k)# is k082590.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because line through display was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1-device evaluation (10/11/2011): lifescan received the meter involved with this complaint and completed device evaluation on (B)(6) 2011. Investigation confirmed the alleged issue: the lcd screen was found to be defective. There was also a secondary issue discovered during testing where there was a failure with the esd chip.